Event description:
It was reported that the rigid video laparoscope had image shadowing and lens breakage. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device terminal lens damage and charged coupled device exterior denting (outer tube). A root cause could not be identified. Based on the results of the investigation, the cause of reported allegation could not be determined. However, the most probable cause of damaged charged coupled device terminal lens is due to component failure of the distal end cover glass and dent in the charged coupled device was caused due to component failure of outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.